Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pulmonary lobectomy, the stapler was not able to fire, the surgeon was not able to press the green button, the handle was squeezed. They replaced with another reload to complete the case. There was no patient injury.